Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx8mm EU had safety shield failure during use. The following was reported by the initial reporter: "sometimes the safety mechanism does not trigger."

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx8mm EU had safety shield failure during use. The following was reported by the initial reporter: "sometimes the safety mechanism does not trigger."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: nine open 30g x 8mm autoshield duo samples were returned from an unknown lot. No., cat. No. 329608. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all nine samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.